Event description:
Screw was put in dorsal aspect right midtarsus. Screw became completely loose and had to be removed.

Manufacturer narrative:
Implant part number and serial number info was not available. Screw was discarded at hospital. This is the initial report submitted regarding this surgical event and medical device.